Event description:
It was reported that the lead was showing undersensing and that the patient's rhythm appeared to be agonal. The patient's potassium level was noted to be high. Information identified in the manufacture's data base indicated the patient died the day the manufacture representative was asked to review the interrogation. A cause of death was requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.